Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed all zeros and then said closing application. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver did accept a charge and booted-up. The shared data log was reviewed and the reported event of receiver displayed all zeros and then said closing application was not confirmed via data. The root cause could not be determined.